Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented due to complaints of feeling short of breath. Boston scientific technical services (ts) was consulted to review the sensor trending data and found that when in beat to beat, the patient¿s intrinsic appropriately responds to the patient¿s activity. It was noted that there were a handful of sinus pauses at the elevated rate. Ts discussed that the patient may have taken too many breaths per minute which would cause the sensor to be in suspended mode. The sensor would be recalibrated and the patient would go on a hall walk while focusing on taking slower deep breathes. If this did not resolve the issue then the accelerometer feature would be programmed off in the pacemaker. The pacemaker remains in service and no adverse patient effects were reported.